Event description:
On (B)(6) 2011, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patients' onetouch lancing device was damaged. The medical surveillance specialist (mss) was unable to contact the patient by phone for additional information, so the following complaint was classified based on documentation from lifescan customer service, customer care advocate (cca). The patient reported that the issue began on (B)(6) 2011 at an unknown time when the casing of the patients' lancing device broke/cracked. The reporter advised that the patient manages her diabetes with diet and exercise. The reporter claimed that the patient followed her usual diabetes management routine as a result of the issue. The reporter claimed that the patient did not develop any symptoms as a result of the issue. The reporter stated that on (B)(6) 2011 at 3:00pm, the patient received ems treatment of 20 units of insulin (unknown type) after blood glucose readings of "440mg/dl" and "250mg/dl" were obtained on an ems meter. During troubleshooting, the customer care advocate (cca) confirmed no misuse of the lancing device by the patient. Replacement products were sent to the patient. While it is unknown if the patient continued to test after the start of the product issue, or why the patient sought ems treatment without symptoms, this complaint is being reported because the patient reportedly received hcp treatment of insulin suggestive of a serious injury after the alleged lancing device issue began.

Manufacturer narrative:
The lay user/patient's lancing device has been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the lancing device involved with this complaint failed testing. The casing threads were damaged and a ary issue was also found (casing was broken). Therefore, the complaint is confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.